Event description:
Initial information received by a nurse from a sales representative on 06-mar-2009: a male pt received treatment with hyaluronate sodium [hyalgan] the month prior. He contacted the nurse the same month with complaints of shortness of breath upon walking 150 feet. The nurse told the pt that this was not a reported side effect of hyaluronate sodium. The pt denied sweating, anxiety, chest pain, cough, or any associated symptoms. He had no allergy to eggs or avian products. The nurse instructed the pt to contact the office if his symptoms got worse or go to the emergency room. Pt contacted the office again two days later, and the collaborating physician recommended the pt go to the emergency room. The pt was admitted on that same day. A computed tomography (CT) scan showed bilateral pulmonary emboli. The pt was placed on heparin and warfarin orally. The pt recovered from the events and was discharged from the hospital three days prior to original date. Lab tests for lupus was weak positive, protein s was normal, protein c high factor v leiden ii was negative. An ultrasound of the venous system of his legs was negative. The pt had a medical history of sleep apnea and was on continuous positive airway pressure (CPAP), morbid obesity, hypertension, erectile dysfunction, and severe arthritis of the knees. He had no prior history of thrombotic disease. No further relevant information reported. Additional information received from the nurse practitioner in the form of medical records and an updated medwatch (report # 2410673-2009-00001) on 30-mar-2009: the pt received hyaluronate sodium 20 mg/2 ml via intraarticular injection in his knee for degenerative joint disease on original month. The previously reported events had occurred at the pt's home. The device was not available for evaluation, lot and expiration date were unknown. Relevant tests included: (results from five days later): troponin-I 0.01 ng/ml [reference range 0.00-0.03 ng/ml], prothrombin time result: 10.6 sec [reference range 9.1-12.4 sec], international normalized ration (inr) 1.1 [reference range 0.8-1.3], partial thromboplastin time (ptt) result 27.5 sec [reference range 22.2-34.7 sec], antithrombin iii 113 [reference range 75-125], factor 5 (leiden) mutation: negative, lupus anticoagulant (lac) normalized lac ratio 1.23 (high) [lac interpretation: la present (weak)], protein c activity 152 (high) [reference range 70-140], protein s activity: 106 [reference range 65-140], factor ii mutation: negative. CT chest impression: multiple pulmonary emboli in the arteries supplying the upper and lower lobes. A few herplastic mediastinal lymph nodes were seen, no hillar masses identified, filling defects detected in the pulmonary arteries supplying the right upper lobe, the anterior segment of the left upper lobe and in the descending pulmonary arteries, multiple filling defects were seen in the lower lobe pulmonary arteries as well. Filling defect was seen in the right main pulmonary artery. The heart was normal in size as was the thoracic aorta. There were no infiltrates, pneumothoraces, or pleural effusions detected. A small area of consolidation was noted in the periphery of the left lung base. On the next day, a doppler ultrasound of bilateral lower extremities showed no evidence of deep vein thrombosis (dvt). No further relevant information reported. Corrective treatment: heparin and warfarin orally.

Manufacturer narrative:
This adverse event was temporally related to the treatment with hyalgan, but apart from that there are no other reasonable grounds (clinical or laboratory findings, evidences from literature) for determining whether the intraarticular administration of hyalgan may have caused or contributed to the event.